Event description:
It was reported that the patient complained of pocket stimulation during left ventricular (lv) pacing. The lv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.